Event description:
During an angioplasty procedure of a shunt anastomosis, this balloon ruptured at nominal pressure during its fourth inflation with an indeflator. The patient is a female. The vessel had no calcification and no tortuousity, and the rate of stenosis is unknown. There is no information as to if there was any difficulty accessing the lesion with the guidewire or crossing the lesion with the balloon. After the balloon ruptured, it was safely removed from the patient. There is no information as to how the procedure was completed. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.